Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: sd800.440, lot: 34p6856, manufacturing site: mezzovico, release to warehouse date: 30 december 2019. A manufacturing record evaluation was performed for the not sterile finished device lot number, and no non-conformances were identified. Device history batch null, device history review 13-feb-2020 , DHR review was not performed for this pi. This lot was manufactured by brandywine. H3, h6: investigation summary: reviewing attached picture, the narrative could not be confirmed based on the received picture. It is not possible to identify that the shape is according to the manufacturing documentation and also not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: (B)(6). H6: the device was not returned. The investigation was performed by product development (pd). Design review: an investigation was conducted into the device design to determine if the design contributed or caused the event. The CT scan information of this case was shared with depuy synthes r&d on the (B)(6) 2019. The CT scan met the requirements specified in the CT/cbct scan protocol to continue with the implant design. The skull of this case showed a defect on the right patient side. The design for the implant was created according to the relevant work instruction for psi design. The implant was designed with a standard thickness of 4 mm and an offset from the psi to the defect of 0.2 mm. The skull defect showed an existing bone flap that was partially grown to the skull. A resection of the flap was done in the design software. The approval document highlighted the suggested area of resection. An additional 3d pdf for better visualization of the resection and implant contour has been sent to the sales rep as well. No resection guide has been requested or produced. Review of the case file ¿patient specific implant design review checklist¿ for this implant showed that the implant was reviewed and approved by an independent reviewer according to the relevant work instruction for psi design. Additional verification of potential interference of the psi with the skull in the CT scan (with mimics v17) was performed. No interference with the bone and the planned resection could be detected. Conclusion: the complaint was not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture required surgical intervention. H6: the narrative could not be confirmed based on the received picture. It is not possible to identify that the shape is according to the manufacturing documentation and also not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the trumatch customized peek psi product cannot fit well to the skull defeat site during the craniotomy case in (B)(6). The surgeon complaint a gap between skull bone and implant. They fixed it by cement, but the edge of implant was so wavy. It could not fit well with skull space, and the profile of it was a bit high after plating. It was unknown if the surgery was delayed of successful. The patient outcome was unknown. Concomitant device reported: unk - biomaterial - cement: (part#: unknown; lot#: unknown; quantity: unknown); unk- screw (part#: unknown; lot#: unknown; quantity: unknown); unk- plate (part#: unknown; lot#: unknown; quantity: unknown). This is report 01 of 01 of (B)(4).